Manufacturer narrative:
As reported, this was a patient who was aesthetically dissatisfied following weight loss, and not an alleged deficiency/malfunction of the device. This MDR is submitted to document the surgical intervention for mesh removal. To date, this is the only reported complaint for this manufacturing lot. This MDR represents the bard/davol phasix mesh (device #1). An additional MDR was submitted to represent the bard/davol phasix mesh (device #2). Not returned - mesh explanted.

Event description:
As reported, the patient was implanted with two phasix mesh (device #1 and device #2) bilaterally on (B)(6) 2022. It was reported that post implant, the patient had lost weight voluntarily and aesthetically, was not happy and wanted to go back to permanent (silicone or saline) implants. As reported due to the patient¿s dissatisfaction, eight months post implant, the patient underwent surgical intervention for removal of the mesh on (B)(6) 2022.